Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 18-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the pump tubing leaked after the pumping section of the thermal therapy system. It was noted that the reported issue was discovered prior to the leak being major and the computer and laser generator were unaffected by the leak. It was reported that the pump tubing was replaced to continue with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.